Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during a cardiac arrest, the device inappropriately shutdown. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer was contacted for return of the suspect product, accessories, or logs. However, nothing has been returned to zoll for evaluation at this time. There are multiple factors outside of a device malfunction that may lead to the reported event. The customer reported that prior to the event, a 30 joule self-test was performed and failed. The x series advanced is intended for use by trained medical personnel who are familiar with basic monitoring, vital sign assessment, emergency cardiac care, and the use of the x series advanced. The operator's guide includes instructions on performing a 30 joule self-test and steps to take if the device fails. In the event of a test failure, the ready for use indicator will either begin flashing, or display a solid "do not use" symbol. If after troubleshooting, the device continues to display the "do not use" symbol, remove the unit from service and contact the appropriate technical personnel or the zoll technical service department.